Event description:
Agent ide study. It was reported that under-expansion and of the stent occurred and the patient experienced angina. On (B)(6) 2020, 80-90% of stenosis of the mid and distal right coronary artery (rca) was treated with balloon angioplasty and deployment of a 3.50 x 38 synergy stent extending from proximal to mid rca. Additionally, the distal rca was treated using a 2.50 x 28 synergy. On (B)(6) 2021, coronary angiography revealed 90% focal in-stent re-stenosis of the previously deployed 3.50 x 38 mm synergy stent in the mid rca. The target lesion was 15 mm long with a reference vessel diameter of 4.0 mm. The subject presented with unstable angina and was referred for the study. The subject was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. Loading doses of 81 mg of aspirin and 75 mg of clopidogrel were given prior to the index procedure. Heparin or antithrombotic medication was administered at the time of index procedure on (B)(6) 2021. During the index procedure, intravascular ultrasound revealed under-expansion of the stents previously placed in the rca. The target lesion was predilated using a 4.50 x 20 balloon and laser catheter resulting in 10% residual stenosis and thrombolysis in myocardial infarction (timi) flow of 3. Following pre-dilation, the 90% focal in-stent restenosis at mid rca was treated using laser atherectomy and the non-boston scientific study balloon successfully, resulting into 10% residual stenosis with timi flow 3. The patient was discharged with aspirin and clopidogrel.